Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full analysis of the lvad pump could not be conducted because the patient remains ongoing on vad support. The instructions for use lists stroke as an adverse event that may be associated with the use of the heartmate ii lvas. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was brought to the emergency department with stroke symptoms on (B)(6) 2015. The residual effects of the stroke include aphasia, double vision, left sided weakness and the inability to care for herself. On (B)(6) 2015, the patient was discharged to a skilled nursing facility.